Event description:
Sorin group received a report that the s3 roller pump displayed an error message during set up. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) MFR the s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump displayed an error message during set up. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump displayed an error message during setup. A sorin representative was able to reproduce the error. Further investigation identified a blown fuse on the ups switching board. The fuse was replaced, the unit was tested and then was returned to service. No other issues have been reported since this action. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.